Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 19 mmol/l. Customer was advised to revert to backup plan and call healthcare professional. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during our visual inspection.